Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched and cracked case, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and battery tube threads - cracked. Cosmetic damage was confirmed at the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was damaged. Customer reported that back of pump where the battery goes was cracked . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.